Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, patient's legal representative stated uti, pain and pressure, incontinence, scarring, bleeding, loss of consortium, dyspareunia, recurrent prolapse, urinary retention, urinary problems, infection, vaginal scarring.